Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined due to defective inspiration valve nt. Provided pn of new insp. Valve for replacement.

Manufacturer narrative:
The suspect device has not been returned for evaluation. Informed customer that the vent is out of warranty and provide new insp. Valve for replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had alarm 401 (inspiration valve or device leaky) during patient use. Furthermore, the patient was transferred to another vent, no harm associated with this event.